Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4). The dentist reported that 10 days after the dental implant was installed in intraoral region #6 it was verified its non- osseointegration . Thirty five (35) ncm of primary stability was achieved and immediate load was not executed. Patient presented bone type IV.